Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose event, with a nadir of 48 mg/dl, of unclear cause; the user was not exercising, did not take a correction dose, did not announce a meal or eat before the low, and subsequently overtreated the event with oral glucose. Symptoms included hypoglycemia. Outcomes included the need for medication intervention in the form of oral glucose treatment. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings and insufficient information regarding a device-related problem or a specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.